Event description:
It was reported that when the device was used during a low anterior resection, the device cut but did not staple. The surgeon hand sewed the cut tissue, dissected more tissue from the bowel, and used another device to complete the case. There were no other consequences to the patient.